Event description:
Customer reported via phone call that insulin pump was not functioning correctly. Customer's blood glucose was 256 mg/dl. During troubleshooting, it was found that insulin pump had excessive no delivery alarms and air bubbles were found in tube. Customer was advised to consult with healthcare professional regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.